Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# serial# unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient had been implanted under study protocol on (B)(6) 2004 on the left side, and on (B)(6) 2004 on the right side. They recently had a fracture of the left electrode and had not yet had complete resolution of symptoms from the stn stimulation. The broken electrode was replaced, and a second electrode was placed in the globus pallidum to potentially afford the patient greater dystonia suppression. No further complications were reported as a result of this event.